Event description:
A physician's office reported that they were unable to communicate with a pt's generator using their programming system. It had been several weeks since the system had been last used and it was not clear if the pt could possibly be at end-of service. The pt had already left the office and would not be returning for another year. However, follow-up with the physician indicated that the physician had been interrogating while plugged into the wall, and his wand battery appeared to be insufficiently charged. Another vns pt was to come into the office soon, so the programming system was to be confirmed as functioning at that time. However, when follow-up was obtained from the site, it was revealed that the site had not attempted to use the programming system when the second pt came into the office. Consequently, it was unk if the programming system was functioning properly. Good faith attempts to date, for further information, has been unsuccessful.